Event description:
The customer reported being hospitalized due to low blood glucose, and he was treated with glucose tablets. The customer¿s most recent glucose reading was 249 mg/dl. Troubleshooting was performed. The customer declined to troubleshoot as he was disoriented from the situation. Reviewed the priming technique and he was priming properly. Advised the customer to call back once he feels better to finish testing. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as not product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.